Event description:
It was reported that "while trying to access the PICC, the pt noticed it was leaking from the hub at the point where the catheter meets the hub."

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a supplemental report will be submitted.